Event description:
The customer reported to olympus, the deflectable videoscope screen appeared green while using the camera. The issue was found during therapeutic appendectomy surgery that was completed using the same set of equipment with no delay. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
Full e1 establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a noise image occurs during angulation in up and down directions due to damage on charged coupled device; adhesive on bending section cover had chipped; protector of the video cable section had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event, ¿the screen became green while using a camera¿, was confirmed. The probable cause was determined as stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.